Event description:
It was reported that upon review of a remote transmission, an inappropriate rate increase was observed. On (B)(6) 2015 the patient was brought into the clinic. After reprogramming the pulse generator, the patient experienced dyspnea. The programmed settings were re-adjusted which resolved the rate increase and patient symptoms.

Manufacturer narrative:
(B)(4).